Event description:
Customer reports to have received a no delivery alarm while administering a bolus shot. Customer's blood glucose was 308 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did not exit. Customer states insulin did not exit with plunger push and there was greater than normal resistance with plunger. After troubleshooting, customer was advised that alarm was caused by infusion set / reservoir connection. Customer reports that there was blood in the tubing. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).